Manufacturer narrative:
(B)(4).

Event description:
Per the patient's physician, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient at a later date.